Event description:
The customer reported that they received erroneous results for two patient samples tested for tina-quant iga gen.2 (iga) and tina-quant igm gen.2 (igm). The first patient sample initially resulted as 297 mg/dl for iga and 590 mg/dl for igm. The initial results were reported outside of the laboratory where they were questioned by a physician. The sample was repeated on a p module on (B)(6) 2015 and resulted as 61 mg/dl for igm. The sample was also repeated on a different c502 analyzer on (B)(6) 2015 and resulted as 99 mg/dl for iga and 58 mg/dl for igm. The repeat results from the other c502 analyzer on (B)(6) 2015 were believed to be correct. The second patient sample, from a (B)(6) male, initially resulted as 608 mg/dl for igm. The initial result was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on a p module on (B)(6) 2015 and resulted as 77 mg/dl for igm. The sample was also repeated on a different c502 analyzer on (B)(6) 2015 and resulted as 78 mg/dl for igm. The repeat result from the other c502 analyzer on (B)(6) 2015 was believed to be correct. The patients were not adversely affected. The iga reagent lot number and expiration date were asked for, but not provided. The igm reagent lot number was 60291901 with an expiration date of 05/31/2016. The field service representative determined that the gear pump pressure dropped outside of specifications. He replaced the gear pump and performed all required adjustments. The customer ran calibrations and quality controls; results were within specified limits.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.